Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cuvette washing was checked and found that the wash displacement and dispense port 3 were forming droplets which made contact with the cuvettes. The fittings to and from the diluters were replaced along with the wash fields. Reagent 1 (r1) and reagent 2 (r2) probes were replaced and aligned as well. Cse also replaced the aspirate valve 2. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Multiple discordant falsely, elevated human chorionic gonadotropin (hcg) patient results were obtained on an advia centaur xp instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate adiva centaur xp instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely, elevated human chorionic gonadotropin (hcg) patient results.